Event description:
It was reported that patient was revised on a right knee due to pain.

Manufacturer narrative:
The sales rep indicated that no further information would be provided. Therefore, based on the limited information, this event cannot be confirmed. Not available.